Manufacturer narrative:
H10: additional information received indicates the site was revised with non-tmc hardware. It was also reported that the patient has soft bone, however, there was no trauma reported and no conclusion was reached as to the potential cause of the nonunion. The patient's first ray was severely dorsiflexed and the patient's bones were fused a small amount at the top of the joint, but not all the way through. No updates have been provided regarding the patient's current status. The company will supplement this MDR as necessary and appropriate.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, the hardware was removed in a revision surgery on (B)(6) 2023 due to a nonunion and dorsiflexed first ray. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no nonconformances or issues during the manufacture or release of the devices were identified that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. There was no other report of patient impact or injury as a result of this event. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, the hardware was removed in a revision surgery on (B)(6) 2023 due to a nonunion and dorsiflexed first ray. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.